Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025 around 4:00pm, the patient was at the grocery store in line to pay for his groceries wen he fell to the floor (still conscious). The cgm was 90 mg/dl and the bg was 46 mg/dl. Someone at the store helped the patient stand up and sit down and gave him candy bars and soft drinks. The person stayed with the patient until he was stable. When the patient stabilized his bg was 100 mg/dl and could not remember the cgm reading. The patient went home around 5:00pm. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.